Event description:
Reporter alleged, the blood glucose device was dropped and is cracked at the base as well as all over. It was determined by the manufacturer's evaluation department that pins 3 and 3 were melted. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.